Event description:
During an off-pump heart bypass surgery, the white padding on the inner part of the blade came off. No pt injury or complications were reported to have occurred. No add'l info was reported by the customer.